Event description:
Us complainant reported the patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, the patient developed slow ventricular tachycardia (vt) when attempting to place pa catheter. Patient sustained slow vt resulting in need for cardioversion and vt resolved when swan was removed and a single 200 j cardioversion. Upon assessment of right leg extremity, catheterization lab staff was unable to obtain doppler pedal pulses and reported foot and leg to be cold. An external femoral bypass was discussed but ultimately not performed. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Manufacturer narrative:
The investigation vf/vt/af/at and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23058. B2 death added, date of death is unknown. B5 updated to include the patient outcome of .death e4 should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing. H1 type of reportable event. H6 health effect - impact code 1802 death.

Event description:
The extent of machines and pressors to keep her alive was discussed with the family by the physician and the decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.